Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue: data log review confirmed the reported issue. The cause of the optical signal issue can be traced to the console based on data log review. No defect was found with the pump based on data logs. Device history review: the device passed all post sterile inspection checks

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella 5.5 while supporting a patient had placement signal not reliable alarm with absence of aortic and left ventricle placement signals. The alarm was silent. The patient continued support and was bridge to left ventricular assist device.